Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that the shocking lead impedance was out of range; it had increased to greater than 200 ohms and the implantable cardiac defibrillator (ICD) was emitting tones as a result. A day later, the value had decreased back to a normal level. This impedance measurement had previously been stable. Technical services recommended further troubleshooting. At this time, this right ventricular lead remains in service and no adverse patient effects were reported.